Manufacturer narrative:
The technician found the sidecom circuit board was not functioning. He replaced the sidecom board to repair the bed.

Event description:
Information received indicates the nurse call is not communicating to the nurse's station.